Event description:
It was reported that after the procedure, a slight burn was observed on the skin of the patient. It was further reported that the adapter was placed on the drape that was on the patient. A scope along with a lightsource were used together and the setting on the lightsource was stated to be set at 80.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: user misuse/mishandling (leaving the scope on the patient while the light was on). In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that after the procedure, a slight burn was observed on the skin of the patient. It was further reported that the adapter was placed on the drape that was on the patient. A scope along with a lightsource were used together and the setting on the lightsource was stated to be set at 80.